Manufacturer narrative:
Review of the provided data indicated that the alleged sample is a low titer sample for influenza a. This would explain why wavering results were generated when the sample was repeated between the two assays. This is a sample-specific issue and the reagent is performing as intended. The observed discrepancy is most likely due to the sample being a weak positive for the flu a that is at/near the limit of detection (lod) of the assay. Low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. A systemic reagent issue was not identified.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample was initially tested using the cobas liat sars-cov-2 and influenza a/b assay and generated a positive result for influenza a (negative for influenza b and sars-cov-2). The same patient sample was retested twice using the cobas liat influenza a/b and rsv assay on the same and a separate cobas liat analyzer. Both retests generated a positive result for rsv (negative for influenza a and b). Lastly, the same patient sample was retested a 4th time using the cobas sars-cov-2 and influenza a/b assay and generated a positive result for influenza a (negative for influenza b and sars-cov-2). An rsv positive result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.